Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6; -10.0 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. The surgeon reports the patient had glare/haloes. On (B)(6) 2023 the lens was explanted and this resolved the problem. It was additionally indicated there will be no replacement lens implanted.

Manufacturer narrative:
H6 - medical device problem code - 1494: off-label use (acd < 3.0mm). Claim# (B)(4).